Event description:
On (B)(6) 2011: customer reports via phone that during a stent placement on a female patient, the facility experienced a power outage. After the power outage, the customer states the system fluoro failed. The patient procedure was completed at that point by use of endoscopy by the physician. No patient injury to report.

Manufacturer narrative:
Covidien tech support had customer check all breakers, reset everything and turn the generator back on. Everything then came up and functioned normally. On follow up call, system continues to function normal.